Event description:
Device was placed in right wrist for a ptca procedure. Approximate time in situ was one hour and thirty-three minutes with ten catheter exchanges. Hemoband placed and sterile pressure dressing applied. Bandaid applied three times. Inflmmation symptoms at arterial puncture site reported by pt who is "up north". Pt feels wearing gloves outdoors may have contributed.